Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2011. Later pt experienced pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in necessary activities.